Event description:
It was reported that on (B)(6)2023, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 3-4. An xtw clip was inserted and deployed on the mitral valve, reducing mr to a grade of 1. On (B)(6)2023, echocardiography showed the implanted clip had from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). However, mr remained at a grade of 1. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported slda was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.